Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and this was confirmed through fluoroscopy. This ra lead was explanted, returned and replaced. No adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed helix was retracted and dried blood and body tissue were noticed in the helix through the lumen. It was also appeared that there was a cut in the insulation at 260 ¿ 261 millimeter from the terminal pin. However, there is nothing visually wrong with the lead that caused a dislodgment.